Event description:
It was reported that the asymptomatic patient's atrial lead exhibited high impedance on (B)(6) 2017 and noise reversion while sitting in front of his computer. The patient was brought in for testing the noise could not be reproduced. The device was reprogrammed, the patient would continue to be monitored.